Event description:
It was reported by customer that some PICC lines had to be exchanged for holes in the catheters. Two were from the same lot # and reference # and were only in place for about two weeks. No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. Two 4fr sl powerpicc solo catheters were returned for evaluation. The returned product samples were evaluated and a longitudinal split in the catheter body just distal to the molded joint in both samples. The surfaces of both of the observed splits were observed to be mostly flat, but uneven and granular in texture. No evidence was observed during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that some PICC lines had to be exchanged for holes in the catheters. Two were from the same lot # and reference # and were only in place for about two weeks. No other information was provided. This report addresses the first device.